Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had developed a rash under the device. The patient's daughter reported that the rash was drying up as they had been treating it with hydrocortisone cream. During a follow up it was reported that the patient saw a doctor for the rash and was prescribed hydrocortisone cream. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.